Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not close the clip fully. The surgeon noted a resistance immediately upon firing the device. It was also reported that sometimes the er320 will fire first clip fine but next clip becomes hung up in shaft or it will fire but clip comes out fully open or partially closed. Also noted the rotation knob feels stiff at times. Another like device was used to complete the procedure. There were no adverse consequences for the patient.